Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4). ;product ID: 3777-60, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease /herniated disc pain. It was reported that the patient needed to have their stimulator replaced because they had a fall about a year ago in 2017. The patient said the leads moved a little bit and shortly after the fall the hcp found the leads had moved through an x-ray. It was noticed it wasn't nearly as effective to where the patient hasn't been using it. The device hasn't been holding a charge as much, but the patient didn't know when that started. No further complications were reported.